Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with continuous glucose monitoring data showing time-in-range 69.0%, low 6.2%, very low 1.5%, and an average glucose of 147 mg/dl, while using a total daily insulin dose of 35 units. Symptoms included low and very low glucose readings consistent with hypoglycemia. Outcomes included self-management with oral glucose consistent with standard treatment for hypoglycemia and no hospitalization. Investigation included attempts to conduct a blood glucose questionnaire and troubleshooting and education outreach, which were not completed due to unsuccessful contact. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.